Event description:
It was reported that an ilet device experienced a cracked screen on the user¿s handheld, while blood glucose management remained unaffected and the user continued cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy and no medical intervention or hospitalization. Investigation included customer interview and coordination for device replacement. Investigation of this device revealed physical damage limited to the display assembly consistent with external impact to the device enclosure, with no evidence of functional failure affecting insulin delivery or cgm interoperability. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.